Manufacturer narrative:
A visual and functional review of the ibt reveal that the balloon has ruptured. The rupture is a radial rupture nearer to the distal peek. This type of rupture is consistent with the balloon coming in contact with bone splinters while in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Levels:l3 it was reported that no balloon fragments left in the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vf (ventricular fibrillation). It was reported that intra-op, the surgeon used the balloon with 2.5ml of contrast product in the balloon. The balloon ruptured during inflation. The product came in contact with the patient. No patient complications occurred as a result of the event.